Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient came to the clinic for a routine follow up when x-ray of the lead showed an extrusion. The patient will be followed up routinely.